Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the sterile cover of an impella 5.5 was damaged at the proximal end. The pump operated without any issues and the patient was in stable condition.